Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report device interaction and a torn leaflet. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 3. An xtw clip was inserted and deployed on the anterior and septal leaflets. To further reduce tr, a second xtw clip was inserted. However, while maneuvering the second clip, it came in contact with the implanted clip. The implanted clip became mobile on the leaflets, causing tr to return to a grade of 3. It was noted the clip remained attached to both leaflets, but the septal leaflet became torn. The second clip was then implanted on the septal and posterior leaflets, reducing tr to a grade of 2+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported migration of partial clip movement appears to be a cascading effect of the dislodged clip (device damaged by another device). The reported device damaged by another device of dislodged clip appears to be related to procedural conditions. It should be noted that the mitraclip g4 system instructions for use (IFU) states: ¿the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). The reported off-label use was due to the user performing the mitraclip procedure on the tricuspid valve. The reported unspecified tissue injury was the cascading effect of the dislodged clip. Unspecified tissue injury is listed in the IFU as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.na